Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line during cs300 intra aortic balloon therapy for help with leak in iab circuit alarm. User stated that the iab has been in the patient for 3 days now and the leak alarm occurred every few hours, but has now increased to every 20 minutes. There is no blood in the helium tubing, and no visible kinks in the catheter. A recent chest film shows good placement. The esp personnel suggested tilting the patient with the insertion side up to hyper extend the hip and also suggested manipulation of the sheath hub with a gloved hand and to consider retaping at the site if this works. Then esp personnel recommended that the augmentation control can be dialed back several bars, but explained that this would also decrease the level of therapy the patient receives. User was thankful for the suggestions and would consider them. Currently the pump is alarm free, and did not alarm during the conversation. The call was ended. No harm or injury reported.